Event description:
It was reported that a maestro 4000 controller was used in a ablation procedure. However it was noted that the unit is not ablating when the foot pedal is engaged. It was reported that the procedure was canceled due to this event. It was further reported that the culprit device was a maestro 4000 pod not the controller.

Manufacturer narrative:
Based on additional information suspect medical device was corrected from maestro 4000 controller to maestro 4000 pod, 100w. Device technical analysis: visual inspection of the device showed no malfunction or damage outside the bounds of normal medical use. During functional testing the device passed functional testing. Based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that a maestro 4000 controller was used in a ablation procedure. However it was noted that the unit is not ablating when the foot pedal is engaged. It was reported that the procedure was canceled due to this event. It was further reported that the culprit device was a maestro 4000 pod not the controller.

Manufacturer narrative:
Based on additional information suspect medical device was corrected from maestro 4000 controller to maestro 4000 pod, 100w. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a maestro 4000 controller was used in a ablation procedure. It was noted that the unit is not ablating when the foot pedal is engaged. It was reported that the procedure was canceled due to this event.